Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was leaking. It was reported that the dilator of the vizigo sheath would not advance into the sheath and the hemostatic valve was leaking. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. No patient consequences were reported. There didn¿t appear to be any damages on the valve/hub from brief inspection. The hemostasis valve (gasket) did not break into two or more separate pieces or become detached from the sheath. The sheath never entered the patient¿s body. There was a good amount of resistance preventing the dilator from being advanced initially. Obstructed sheath is not MDR-reportable. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 25-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was performed for the finished device 50000096 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).